Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient' s left side was involved.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ceramic liner impacted during operation. The liner broke upon impaction. Ceramic liner as removed and a poly liner was implanted. Surgical delay of 15 minutes, all fragments were removed. No adverse outcome to patient. Procedure completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided photographs confirms a ceramic material fracture as reported. It is not possible to determine a root cause using photography. A review of the device manufacturing record and material certifications was performed. There are no indications of any pre-existing material defect. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the ceramic liner are according to specifications valid at the time of production. Device history review : protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the ceramic liner are according to specifications valid at the time of production.